Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient representative reported that hcp was looking to remove the implant and possibly leave the lead implanted. Patient rep was asking MRI compatibility with just a lead only system. Ps reviewed information with pt rep. Patient rep said they weren't sure where the damage had occurred but the device hadn't been working properly for "quite a while". Pt rep said that patient(pt) now lived in (B)(6) and the pt had the device looked at in (B)(6) by an hcp but not the hcp that had implanted the device. Pt rep said that all hcps and mdt rep told pt that the implant was only partially operative and said that the lead was damaged somehow. Pt said that the mdt rep told them this info a year ago but they had been trying to get the device removed for a couple years now. Pt rep said the hcp thinking of doing it today, the pt rep doesn't know if that hcp had enough experience to remove the lead. Ps emailed hcp listings to pt rep.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1mqyx); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.